Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the following updated information: annex c - inv findings code 1.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to a 1162 error pointing to a cannula mount sensor issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, universal surgical manipulator (usm) 4 encountered a non-recoverable fault and the customer disabled the usm. The instrument on usm 4 was holding tissue. The customer removed the instrument using the instrument release kit (irk) and undocked the usm from the cannula. The customer performed a hard power cycle and emergency power off of the patient side cart (psc), but the fault returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer that usm 4 would not be usable. The customer stated that they would proceed with the procedure using the three usms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 usms. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the site's logs and replicated in-house. The unit was tested on an in-house system and failed in normal mode as error 1162 was triggered. The unit went through testing on a patient side cart (psc) fixture test platform (pftp), and it failed the cannula led test. A golden cannula flat flex cable (ffc) was used but the test still failed so a golden axes controller spar connector (acsc) was installed and passed the led test on retry.

Event description:
Refer to h10/h11 for follow-up information.